Manufacturer narrative:
Concomitants: (B)(6) - 300-30-09 - equinoxe preserve stem 9mm, (B)(6) - 319-01-32 - steinmann pin sterile 3.2mm x 178mm, (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6) - 320-15-05 - eq rev locking screw, (B)(6) - 320-20-00 - eq reverse torque defining screw kit, (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6) 320-31-36 - glenosphere, 36mm, (B)(6) 320-35-01 - small glenoid plate, (B)(6) 320-36-00 - 36mm humeral liner +0 unconstrained, (B)(6) 321-52-07 - 3.2mm drill bit sterile. The reason for the revision reported cannot be conclusively determined; but may be related to scapular notching, prosthesis wear, and loosening of the glenosphere locking screw. However, loosening and prosthesis wear cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed from the information provided as the devices were not returned for evaluation and product images were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported, a male patient, initial right reverse tsa implanted and then underwent a revision procedure approximately 4 years 3 months post the initial procedure. The patient presented to the surgeon¿s office with complaints of dissatisfaction with their reverse shoulder. Upon examination and imagining, the patient was scheduled for a revision reverse tsa. The surgeon noticed scapular notching on the imaging. During the revision surgery, the surgeon saw the notching on the poly implant. The surgeon found that the central glenosphere screw was loose and not properly securing the glenosphere to the baseplate. The glenosphere screw was removed and the glenosphere was removed. There was prominent metalosis behind the glenosphere implant and around the baseplate implant. The tissue around the baseplate was debrided, and the baseplate was checked for stability. The surgeon thinks the loose fit of the glenosphere around the baseplate without a taper mechanism potentially causes micromotion, then loosening of the screw due to micromotion causes metal on metal reaction within the joint. The joint was irrigated well. A new and larger size and lateralized glenosphere 40mm was implanted. Trialing was performed, and then a new thicker tray and liner were implanted. An x-ray was provided. There was a 5-15 minute surgical delay during the procedure to debride metalosis around the glenoid baseplate implant with no adverse event to the patient as a result. There were no device breakages during the procedure. The patient was last known to be in stable condition following the event. No device returns available as they were discarded by the facility. No device images were provided. No further information.